Manufacturer narrative:
B2 revised selection as it was reported incorrectly on the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Data review: data logs showed the pump ran without issue during support. There were suction alarms triggered during the case but resolved. There were no motor current spikes, abnormal placement signal or purge issues were observed during support. The product was not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was most likely patient condition related since hemolysis was resolved after giving the volume. Infection: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient had a planned left ventricular assist device (lvad) placement scheduled for monday but was deferred after new blood cultures returned positive for infection. A transesophageal echocardiogram (tee) will be performed prior to making a final decision. Additionally, possible hemolysis was identified with a plasma-free hemoglobin level of 330. The heart team suspects the cause is volume-related. Volume resuscitation was initiated, and the impella support level was adjusted from p-8 to p-6. Additional information indicates that the patient had been on impella 5.5 support for approximately 60 days. On 12/15, a left ventricular assist device (lvad) implantation was performed, during which the impella 5.5 was explanted. The heart team observed platelet clots on the impella 5.5 device. The left ventricular assist device (lvad) procedure was completed without complications. On post-implant day 1, the patient exhibited left-sided weakness. A CT scan confirmed a stroke. The heart team suggested the event could be related to the impella 5.5 device. The patient is currently stable.

Manufacturer narrative:
A 71-year-old male patient with acute decompensated cardiomyopathy cardiogenic shock received an impella 5.5 device and developed an infection prior to left ventricular assist device implantation. No details regarding the infection were provided; however, a complaint was filed. The patient subsequently developed hemolysis, which the heart team attributed to low intravascular volume status. At the time of left ventricular support device implantation, the impella 5.5 pump was removed. Upon explant, blood clots were observed on the removed pump. Following the onset of symptoms, a stroke was diagnosed, and the heart team stated that this could be related to the impella 5.5. H6. Codes have been updated. H6. Health effect - impact code f12 no longer applies.